Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on the homechoice (hc) during dwell 3 of 4, patient connected. The technical service representative (tsr) advised the home patient (hp) to contact the nurse regarding the air detect alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for air in line (without alarm) was not confirmed. The cause was undetermined. The sample was discarded; therefore, a sample evaluation could not be performed. Correction: the sample is no longer available

Manufacturer narrative:
(B)(4).sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.